Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the cassette sensor was defective. There was no reported patient involvement.